Event description:
Pt undergoing procedure to remove lesions from mouth. Physician using bipolar forceps to achieve results. After evaluation of device and interview of staff, it is suspected gold dental work in pt's mouth caused arc from esu instrument resulting in severe burn to pt's lower lip.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-94. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: electrical tests performed, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: other. Conclusion: no failure detected and product within specification, other. Certainty of device as cause of or contributor to event: no. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.